Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (damaged cable or wires exposed) was confirmed. Upon investigation the trunk cable was pulled from the strain relief. The root cause of the pulled cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.

Event description:
The nurse of a (B)(6) male patient contacted zoll customer support to report that the patient's electrode belt had exposed wires. The patient was issued a replacement electrode belt.